Event description:
Patient reported left side "folded prosthesis, pain, contracture grade unknown, seroma. " device remains implanted. Patient reported treatment with "anti-inflammatories." Healthcare professional confirmed capsular contracture was a baker grade iii. Healthcare professional reported "sparse sub-centimeter cysts."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma" and "contracture grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma", capsular contracture grade iii, cysts, radial folds.